Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at the ipg site. As a result, ipg pocket site was repositioned on (B)(6) 2020, resolving the issue.